Manufacturer narrative:
The investigation of this event is on-going as a request has been made to the field clinical representative for additional information.

Event description:
It was reported that this field clinical representative contacted boston scientific technical services on (B)(6) 2018. The fcr reported that this patient has been scheduled for system explant due to infection. The device was programmed off.

Manufacturer narrative:
Additional information was received that a call to the physician office in (B)(6) 2018 indicated that the sicd system was explanted due to infection. The exact date that the system was explanted was not reported. The patient is currently wearing a life vest. This investigation will be updated should further information be provided.

Event description:
It was reported that this field clinical representative contacted boston scientific technical services on (B)(6) 2018. The fcr reported that this patient has been scheduled for system explant due to infection. The device was programmed off.